Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that  their handset kept said saying not found despite having a replaced communicator. Patient confirmed the bluetooth and location were both on. Patient then say a service code 338 and the option to restart the application. Patient restarted and then said they saw the ptm application. Reviewed the patient was using the wrong handset. Patient got the correct handset and was able to pair the handset to the new communicator then communicate w/ the ins. Patient reported seeing a  power on reset (por ) message and said they have been seeing the por message for 2 week. Reviewed how to clear the por message. Patient was able to clear message and turn stim back on. Agent did not ask about the circumstances that led to the reported issue. The troubleshooting steps that were taken on the call resolved the issue.  No further complications were reported/anticipated at this time.  (B)(4).